Event description:
It was reported that the patient's catheter was replaced. It was indicated that the patient experienced increased spasticity. Despite increasing the pump infusion rate, the patient still had unresponsive effectiveness. It was indicated in (B)(6) 2012, there was trouble-shooting performed including an x-ray, catheter dye study and rotor study. All tests showed no indication of issues with the device system. It was reported that revision was performed and there was no apparent issues evident with the catheter intra-operatively. At the time of this report, the patient was alive and without injury. The drug delivered via pump was gablofen.

Manufacturer narrative:
Analysis revealed the catheter was returned in two segments. Both segments were found to be patent. The distal segment passed the in-line pressure test with no leaks identified. Analysis identified a circular coring in the bottom of the cup of the sc connector which is consistent with the size and shape of the outlet port of the pump. A leak was identified at the location of the coring.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.